Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to the calculated average rate sensed by the device. Device data was sent to rhythmcare for review. Data review determined this device exhibited undersensing resulting in another untreated episode and an inappropriate shock. Further evaluation is expected to be performed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.